Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, medical affairs is reporting this case as a meter malfunction. Pt called alleging segments were missing on the meter. Pt last tested on the meter 3-4 weeks ago. Pt was taken to the hospital and was treated with insulin. No info on what pt's blood glucose was when they arrived in the hospital. Customer service was unable to resolve the issue and sent pt a new meter.